Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause, contribute to a serious injury, require medical, or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Customer returned 1x puendo5 lot 0000225839. Using microscope visually checked tip. Instrument was broken as indicated in complaint. No manufacturing defects or markings were noted on instrument. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. It is recommended that the tip be at treatment site before engaging power. Also, these tips should be used with water. Root cause of breakage cannot be determined. Nothing unusual to report was found during DHR review.

Event description:
In this event, it was reported that a proultra endo tip #5 broke during use; no injury resulted.